Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, implantable tachy lead, (B)(6) 2004; 305u223, tissue valve, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2011; 4196-88, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was high left ventricular (lv) pacing thresholds. It was noted by the physician that the lv threshold had been elevated since shortly after implant. Fluoroscopy of the lead showed the lead was pulled back from the original site. It was noted that the physician will not be repositioning the lead. The lead remains in use. It was also reported that there was premature battery depletion due to high lv pacing thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.